Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that caller didn't know how patient's therapy was turned off. Patient services (ps) reviewed how to turn therapy back on and got 580 error on the handset, since ps didn't realize patient was recharging while trying to use dbs app to turn therapy back on. Issue resolved and no symptoms were reported.